Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was noted. Review of the record session showed possible myopotentials. Programming changes, dft, isometric tests, and deep breathing were suggested.